Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient came back for follow-up, surgeon used slit lamp and noticed lens on the eye changed to blue. Patient complained to surgeon that she could not see color very clearly for some times. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. It cannot be determined why the lens "appears blue" under slit lamp. A photo was not received by the investigation site. Surgeon to follow up with patient. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).